Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for multiple tests for 1 patient sample on a cobas 8000 c 702 module, an ise module, and a cobas 8000 e 801 module that was processed on a cobas p 612 pre-analytical system. Refer to the medwatch patient identifiers (B)(6) for all of the modules involved. Refer to the attachment to the medwatch for all patient data. Erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer was uncertain if a sample mismatch occurred for the initial results. The reagent lot numbers and expiration dates were asked for but not provided. The qc, sample probe adjustments, and a precision check were acceptable. A precision check was performed. The customer repeated 11 samples on the c 702 and e 801 modules and found to be comparable. The investigation was unable to find a definitive root cause.